Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. The insulin pump alarmed after battery change due to faulty connector on interface board. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and unexpected restart when he changed the battery. Customer's blood glucose was 325 mg/dl. Customer reported he was sleeping and when he woke up the device was alarming. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.